Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation (mv) noise due to a transient rise in impedance on the right atrial channel. Further review with the patient was discussed and scheduled. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited minute ventilation (mv) noise due to a transient rise in impedance on the right atrial channel. Further review with the patient was discussed and scheduled. No changes have been performed. This device remains in service. No further adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Information was corrected from to the following fields: bsc aware date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.